Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient has resumed use of the device. The recipient's device remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient was reportedly experiencing poor retention. The recipient underwent surgery to thin the skin flap. The recipient has not resume use of the device due to pain.